Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial#: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental medwatch will be field.

Event description:
A report was received that the patient was experiencing pain at the upper back and an abscess was noted. The physician confirmed that there was no infection. The patient was admitted to the emergency room (ER) wherein the leads were removed. The patient was reportedly doing well.